Manufacturer narrative:
(B)(4) .currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and failed battery test. The customer¿s blood glucose was 235 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error during bolus delivery. Failed battery test alarm was received after the battery has been removed and reinserted. Button error troubleshooting was performed and confirmed that time is advancing. Customer declined failed battery test troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery test anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, stained end cap sticker and cracked reservoir tube lip.